Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the lead was repositioned multiple times to optimize capture thresholds. During one of the repositionings, the lead perforated the ventricle. The lead was successfully retracted and repositioned. The patient had a pericardial effusion, but remained stable.